Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge jumped from 5% to 35% suddenly while connected to a power source. The customer's blood glucose level was 83 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.